Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and minor scratches resulting in a sharp distal tip were found on the objective frame. This has been determined to be a reportable malfunction. The cause of the event cannot be conclusively determined.

Event description:
It was reported by the user facility that the unit is bent and the image is gray and not very bright [sic].